Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the ultrasound gastrointestinal videoscope exhibited a chip in the acoustic lens reaching to the glue-layer. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over tour (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "acoustic lens (ultrasonic probe) has a chip, (damage level; reach to the glue-layer)" malfunctions would likely be related to wear and tear or damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope. Also, do not bend, pull, or twist the distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. " olympus will continue to monitor field performance for this device.